Event description:
It was reported the customer's up and down buttons were not responding. The customer had to press the buttons several times for a response. No additional information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had broken battery tube threads, broken belt clip slot at the battery tube threads area, cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.